Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump only last a year and 9 months. The patient had a refill and, as he was driving home, felt that something was ¿not right¿. The patient got lost and had to call his brother. He didn¿t know what happened after that. The patient was in the hospital for a week. A new physician was found for the patient by his insurance company. The pump was later replaced. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that when asked if the pump was replaced due to normal end of battery life, the patient initially said ¿no,¿ but later said ¿yes.¿ while the patient was in the hospital for a week, the managing pump doctor ¿swore up and down it wasn¿t the pump, but the whole time it was the pump.¿ it was noted that the hospital was trying to tell the doctor that was managing the patient that there was something wrong with the pump, and finally after a week, the patient was transferred somewhere else, where it was determined that the pump had reached end of battery life. It was reported that that hcp ¿tried to kill [the patient]¿

Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l54369, implanted: (B)(6) 1998,product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s first pump ¿went out¿ after about 7 or 8 months, (which does not correlate with previously reported information of ¿only lasted a year and 9 months) the reporter thought the battery ¿went out.¿ the patient thought the hcp (healthcare provider) who implanted was ¿quacky,¿ and had since changed hcps. The reporter said the patient ¿went through withdrawal¿ when this occurred and ¿felt lost like he didn¿t know where he was.¿ it was also noted that the reporter was losing his memory.